Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that the event could be attributed to the procedure, when the catheter was withdrawn while its distal portion was trapped by a balloon portion of the exchange catheter after the 150cm-long microcatheter instead of the 135cm-long type was used by mistake. The physician also commented that the patient had no sequela of the event and was making a smooth recovery from the subacute myocardial infarction. The returned microcatheter was found fractured at its distal tip. By magnified observation of the fractured portion, elliptical deformation was found. There were cracks on the tip polymer in the circumferential direction near the fracture surface of the tip, which were caused by pulling force. The above findings suggested that the subject microcatheter was fractured at approximately 2mm from the distal end where the tip polymer structure and the braids lay next to each other. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was concluded that the subject catheter was withdrawn while its tip was overlapped with the dilated balloon of the exchange catheter. It was concluded that pulling force exceeding the product design limit was applied to the tip and eventually caused the tip to fracture. There was no indication of product deficiency. The instructions for use states: [malfunctions and adverse effects] damage (kink, bend, separation, burst, damage to the hydrophilic coating).

Event description:
During a pci to treat a responsible lesion of subacute myocardial infarction in rca#2, a guide wire was crossed through a thrombosis under the subject microcatheter support. Subsequently, the subject microcatheter was withdrawn by use of a non-asahi exchange catheter, when the tip of the subject microcatheter fractured. As the tip fracture was not recognized initially and the procedure was continued, the fractured tip fragment wandered into #4pd. It was concluded that retrieval of the fragment would not be possible; the physician decided to place the patient under observation. The lesion was stented to complete the procedure.